Manufacturer narrative:
(B)(4). Batch #u5aj2p. The analysis found that one pve35a device was returned with no apparent damage and with a partially fired 1/10 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap nephrectomy, a powered vascular stapler was used and resulted in incomplete transection due to lockout (unknown cause). Reversed knife blade and new stapler was opened and used without issues. No fragments were generated. Procedure was successfully completed. There were no adverse patient outcomes reported.